Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lot purchased during the past six months for this item. Twelve (12) device history records was reviewed. There were no non conformances issued for these lots nor suture component lots. The product from these finished good lots and all of the components met surgical specialities requirements throughout the incoming, manufacturing and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4). Item #sxpd2b400 stratafix spiral pdo knotless tissue control device. 2mo-4 #2 pdo 36 x 36, lot: unk.

Event description:
It was reported that, "stratafix used for joint capsule closure unravelled 2 weeks after total knee repair surgery. The patient required hospitalization as a result of the suture unravelling." (B)(4).